Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported that the customer had high ketones and was previously taken to the hospital. The blood glucose reading was not given. No further information was provided.